Event description:
Caller stated that medical attention was sought on (B)(6) 2025 around 9:00 am at home. Caller stated that she tested her blood glucose with her prodigy meter and received a result of hi. Caller stated that a normal result for that time of day is usually around 200mg/dl. Caller stated that she tested three more times and received a result of hi each time. There was no food or drink consumed before going to the hospital. Caller stated that she then drove herself to the hospital. Caller did not disclose what hospital she attended. Caller stated that her blood glucose was 162mg/dl. Caller stated that she did not receive any treatment at the hospital. Advised caller that her test strips were expired. Caller was educated to not use expired products and to discard any she has that have expired. No further information was provided.